Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user is not on any anticoagulants and she has not eaten any foods that would turn her stool red. She is currently taking chemotherapy, but this is her off week from treatment. She was instructed to seek medical attention and stated that she would. Further information has been requested from end-user regarding any treatment for this issue and the patient outcome; however, no response to the requests have been received at this time. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Convatec will continue to track and monitor complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that when the end-user emptied her pouch after a day of lifting boxes and cleaning the floors, the output was pure blood with no symptoms of pain and no signs of cuts to the stoma. It is further reported that on the second day end-user continued lifting and cleaning resulting in bloody output as the day before. Lastly, end user stated that she did ask for help with the heavier boxes, and denies aggravating the stoma by rubbing it too hard.